Event description:
It was reported that the patient no longer had any hearing sensation. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted.

Manufacturer narrative:
Conclusion: it was determined that the primary failure mode of this device was due to humidity ingress into the housing through microleakage. This is a final report.